Manufacturer narrative:
(B)(4). Although use error was identified, the customer requested a swap of the device. The device sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The reported condition was determined to have been caused by use error. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident the device's device history record was reviewed and no issues were identified that may have contributed to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a request for a swap for a related report, the home patient (hp) stated that she uses the homechoice (hc) to warm up her manual bags. The temperature of the solution was 115 degrees fahrenheit. The baxter technical service representative (tsr) explained that the hc device was not supposed to be used heat up manual bags. The tsr explained that when using the hc, the temperature readings are taken prior to fill. There was no patient injury or medical intervention indicated at the time of the initial report.